Event description:
It was reported to covidien on (B)(6) 2011 that a pt expired from a stroke/brain bleed following a procedure using the trellis device. The customer reports the device is not being blamed for the death. The trellis was used in two different runs in one leg with a tpa dosage of 8mls in combination with 12mls of additional saline for both runs. The angiojet was used on the opposite leg. We are currently unaware what the tpa dosage that was administered with the use of the angiojet. The rep reports from what he observed, there seemed to be no complications following the procedure.

Manufacturer narrative:
Submit date: (B)(6) 2011. An investigation is currently underway. Upon completion, the results will be forwarded.